Event description:
It was reported, the cot dropped with a patient onboard. No injuries alleged.

Manufacturer narrative:
Stryker and the service provider have attempted to contact the customer 7 times, however, the customer has not responded. Should additional, relevant information be discovered, a follow up MDR will be filed.